Manufacturer narrative:
H6-code 213: the device was returned for investigation. The engineering evaluation states the following: the entire device was returned, with an introducer sheath; however, the introducer sheath was not evaluated as it is not a gore product. The deployment line appeared to be broken, leaving a 2 cm attached to the endoprosthesis. There was approximately 114 cm of deployment line attached to the deployment knob. Knots were observed on the deployment line at 11 cm and 13 cm from the knob. At the knot approximately 13 cm from the knob, 2 single fibers were approximately 11 cm in length. There was approximately 12 cm of the delivery catheter coming out of the proximal end of the sheath. Approximately 4.3 cm of the endoprosthesis was expanded. The remainder of the endoprosthesis was constrained by the inner braided constraining line. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. The device was returned to gore for investigation. Results pending completion of investigation.

Event description:
It was reported that after a whipple`s operation a gore® viabahn® endoprosthesis with propaten bioactive surface was intended to be implanted due to a hemorrhage because of a lesion in the splenic artery. Access was gained by a cut-down in the right groin. To advance the viabahn® endoprosthesis a 6f, 55 cm, cook flexor introducer sheath and a 0.018'', 300 cm, terumo glidewire advantage were used. Reportedly, there were "good conditions, straight access and no other complications". Reportedly, the viabahn® endoprosthesis started to deploy and expand as intended. It was stated, that during deployment the deployment line has broken without applying a high force. It was reported, that about 1 cm of the proximal end of the viabahn® endoprosthesis remained constrained. Reportedly they retracted the partially expanded viabahn® endoprosthesis, which was still attached to the delivery catheter, back into the introducer sheath as far as possible and then they withdrew the viabahn® endoprosthesis together in a tandem with the introducer sheath from patient over the guide wire. It was reported that another of viabahn® endoprosthesis of the same type was implanted without issues. It was stated that the bleeding from the lesion in the splenic artery stopped. However, the patient status is still critical.